Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specification. No unexpected battery out limit alarms or unexpected off no power alarms noted. The unit alarmed a21 after battery change due to c-13 I/b leaking voltage. The unit was received with a cracked case at the display window corners. The unit was received with a severely scratched lcd window.

Event description:
It was reported that the customer received an off no power alarm, a battery out of limit alarm, and an excessive no delivery alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump would not accept a new battery. The product was returned. Nothing further was reported.